Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a blank display. Customer's blood glucose value was 147mg/dl. The customer was assisted with troubleshooting and the display did not return after the pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with broken battery cap and cracked battery tube threads. Device passed the operating currents measurement, self test and displacement test. Device was monitored for several days and no blank display anomaly noted. No damage found on lcd isolation tape noted.